Event description:
The event is reported as: the customer reports an incomplete puncture of the concha reservoir bottle. No report of a patient injury.

Manufacturer narrative:
A visual, dimensional and functional inspection could not be conducted since the product was not returned for evaluation. A device history record (DHR) review was conducted. The review showed no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. No sample returned from the customer to investigate. Complaint not confirmed. Root cause - unknown. Teleflex will continue to monitor feedback from customers on issues related to puncture port issues found during setup related to puncture port issues found during setup or administering respiratory therapy while utilizing water bottle products.